Event description:
It was reported that while on a left atrial flutter case, the pt's blood pressure dropped and a large pericardial effusion was confirmed with echo ultrasound. Pericardiocentesis was performed and an unk large amount of fluid was removed from the pericardial space. The pt was stable and admitted in the ICU for observation.